Event description:
Asr revision. Asr xl - left. Reason(s) for revision: pain and alval / soft tissue reaction. Resurfacing to xl patient - see com 034353 for 1st revision. Cup implant date: (B)(6) 2007; xl products implant date: (B)(6) 2008; all products revised: (B)(6) 2013.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain and alval / soft tissue reaction. Resurfacing to xl patient - (B)(4) for 1st revision. Cup implant date: (B)(6) 2007, xl products implant date: (B)(6) 2008, all products revised: (B)(6) 2013. Update received: 15th january 2014 - added further revision reason: component loosening - stem. Update received: 15th april 2014 - added kennedys reference number, marked as legal, filled mapped to mw fields and added hospital: clifton park treatment centre.